Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "acute left ventricular dysfunction after mitral transcatheter edge-to-edge repair", was reviewed. The article presented a case study of a 81-year-old male patient with symptomatic severe mitral regurgitation (mr), history of permanent atrial fibrillation, hypertension, dyslipidemia, and peripheral artery disease. It was reported that on an unknown date, two xtw clips were implanted, reducing mr to a grade of mild. It was noted that immediately after the clips were released, an abrupt onset of left ventricular dysfunction with a striking global reduction in left ventricular performed was observed. The patient remained hemodynamically stable throughout the entire hospitalization. On postprocedural day 7, echocardiography documented fully recovery of left ventricular systolic function. [The primary and corresponding author was luca raone, division of cardiology, department of molecular medicine, university of pavia, pavia, italy, with corresponding email: raone.luca@gmail.com].

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported heart failure. Heart failure is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.